Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited a liquid drip from the light guide (lg) bundle, the grip is sticky, and the universal cord is sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: a liquid drip from the light guide (lg) bundle, the grip is sticky, and the universal cord is sticky. Based on historical data, it is most likely that probable causes such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.